Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The device was found to be fully functional upon receipt. The device ECG acquisition and pulse circuitry were fully functional. There was no device malfunction.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2015. The lifevest detected ventricular fibrillation (vf) and delivered a 150j pulse at 19:24:06. The post-shock rhythm was asystole. The patient subsequently passed away. No treatment was delivered for asystole, as asystole is considered a non-treatable rhythm. Post-shock asystole is a known potential outcome of external defibrillation. The lifevest functioned as designed.